Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the trocar gasket was torn. Another trocar was used to complete the case. There was no consequence to the patient.